Event description:
It was reported that on (B)(6) 2014 during a trochanteric fixation nail procedure, the surgeon struggled driving a helical blade through the nail. The helical blade would not engage properly with the nail and it seemed like the nail was moving up and down as the helical blade was attempting to be inserted. It was reported that the patient was osteoporotic. The helical blade was backed out because it was too long and a second shorter helical blade was available to complete the surgery. No patient harm was reported and the procedure was completed successfully with a thirty minute surgical delay. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional product code: hwc. Device was too long and was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.